Event description:
Reportedly on (B)(6) 2011, the physician observed that the estimated longevity was 130 months. However on (B)(6) 2011 the estimated longevity was 157 months. The physician requested an explanation. Preliminary analysis has showed that the physician has changed the pacing parameters on (B)(6) 2011 and that both estimations were in accordance with the programmed parameters.

Manufacturer narrative:
The event concerns a device that was manufactured and used outside the united states. Analysis is pending.